Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported shutdown issue. However, the fse observed that one of the pins from connector jl4 at the video generator board was not aligned correctly. The fse suspected that this could possibly be the cause of the failure and replaced the missing pin at connector jl4. The fse then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. The full name of the initial reporter noted in block is (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated a loud beep tone and suddenly shutdown. It was noted that the iabp unit had been connected to mains power and was in use for more than one (1) day. The customer was able to reboot the iabp unit to continue therapy. There was no patient harm and no adverse event was reported.